Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch (lss). An out of range pacing impedance measurement was noted and caused the lss. A boston scientific company representative reset the safety switch and re-programmed the lead to bipolar sensing and pacing. The physician will continue to monitor the patient. This lead remains in service. No adverse patient effects were reported.